Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the attachment device was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition of the device overheating was confirmed. An assessment was performed on the device and it was observed that the device had a temperature reading of 104 degrees at the elbow and the base which exceeds the operational specification (103 degrees). During repair it was observed that the gears and bearings were worn out and corroded causing the device to overheat. The assignable root cause was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out gears and bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.